Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps elevator, and the bending section cover was dirty. The following additional findings were also noted: connecting tube has coating peeling, cylinder is shaved, forceps channel port has a dent, control unit has a scratch, plastic distal end cover has a scratch, grip has a scratch, switch box has a dent, universal cord has a scratch, right/left knob has a scratch, up/down knob has a scratch, due to wear of angle wire bending angle in all directions does not meet the standard value, due to wear of angle wire the play of up/down and right/left knobs are out of the standard value, and the body control unit cover has a scratch. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
Upon inspection and testing of the returned duodenovideoscope loaner device, foreign material was found in the forceps elevator, and the bending section cover was noted to be dirty. The material was noted to be ocher in color and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following additional information was received regarding the event: the device is a standby company asset and the determination of foreign material was found at manufacturing workshop. No complaint was received from the end user. The customer returned the device un-reprocessed for inspection. The possibility of device being used for the procedure while foreign material was present on the device can not be ruled out. However, no complaint, device malfunction, or patient impact was reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the subject device was sent to olympus without being reprocessed at the user facility. As a result, foreign material was left in the forceps elevator and a-rubber. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection way is included in tjf type 150 operation manual chapter 3 preparation and inspection. Preventive measures are included in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.